Event description:
It was reported that a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine. This alarm occurred during therapy in dwell four of four. There was nothing unusual reported about the setup. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. There was patient involvement, however there was no adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.